Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has experienced pain and suffering. It is further alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient has experienced pain and suffering. It is further alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2017 ¿supplemental information received alleging patient has been revised. Adding a femoral stem and taper sleeve to the complaint. Complaint was updated (B)(4) 2017 update (B)(4) 2017: medical records received. After review of medical records, there is no new information added that changes the MDR reportability. This complaint was updated on: (B)(4) 2017.